Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('chronic pelvic pain following insertion of essure') and device breakage ('persistence of two residues on right side') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pollen allergy and allergy to animal. Concurrent conditions included menorrhagia. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation since removal of essure") and complication of device removal ("persistence of two residues on right side"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: bilateral salpingectomy was performed for removal of essure inserts under general anesthesia, in association with diagnostic hysteroscopy in a context of unexplained menorrhagia. Device is not available for investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: device removal questionnaire received. Date of birth, medical history, concomitant condition and stop date for essure added. Event menorrhagia was deleted since it was considered as concomitant condition by physician. The pharmacist considers that essure caused or contributed to the occurrence of the event(s). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('chronic pelvic pain following insertion of essure') and device breakage ('persistence of two residues on right side') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pollen allergy and allergy to animals. Concurrent conditions included menorrhagia. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation since removal of essure") and complication of device removal ("persistence of two residues on right side"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: bilateral salpingectomy was performed for removal of essure inserts under general anesthesia, in association with diagnostic hysteroscopy in a context of unexplained menorrhagia. Device is not available for investigation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: the case will be deleted from bayer pv database. Nullification reason: as per information received from the french health authorities, this case was identified as a duplicate of case (B)(4). All the information from case (B)(4) has been transferred to case (B)(4). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician's assistant (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain following insertion of essure'), menorrhagia ('menorrhagia') and device breakage ('persistence of two residues on right side') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation since removal of essure") and complication of device removal ("persistence of two residues on right side"). The patient was treated with surgery (bilateral salpingectomy and diagnostic hysteroscopy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, device breakage, dysmenorrhoea and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, dysmenorrhoea, menorrhagia and pelvic pain with essure. The reporter commented: bilateral salpingectomy was performed for removal of essure inserts under general anesthesia, in association with diagnostic hysteroscopy in a context of unexplained menorrhagia. Device is not available for investigation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician's assistant (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain following insertion of essure"), menorrhagia ("menorrhagia") and device breakage ("persistence of two residues on right side") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation since removal of essure") and complication of device removal ("persistence of two residues on right side"). The patient was treated with surgery (bilateral salpingectomy and diagnostic hysteroscopy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, device breakage, dysmenorrhoea and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, dysmenorrhoea, menorrhagia and pelvic pain with essure. The reporter commented: bilateral salpingectomy was performed for removal of essure inserts under general anesthesia, in association with diagnostic hysteroscopy in a context of unexplained menorrhagia. Device is not available for investigation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.